Event description:
After one inflation the physician removed the cutting balloon device from the pt. The physician then attempted to re-prep the device for re-insertion into the same pt. During the re-prep, the balloon would not pull a negative, the decision was then made to inflate the balloon with contrast media to see if the balloon was leaking. While applying pressure to the balloon, contrast media "shot out" of the balloon, hitting the nurse who was standing 4-5 ft away in the eye. The nurse was treated by flushing the eye out and applying anesthetic eye drops.